Event description:
Rn hanging doxorubicin and set up plump pump to fast prime the doxorubicin through the primary line, set at 999cc/hr for volume of 14 cc while rn at the chairside. As soon as pushed start on the plum pump, the pump alarmed proximal occlusion. The pump was turned off and new primary tubing placed. Notified pharmacist, [redacted]. Small amount of doxorubicin (approx. 3cc or less) in the primary line was taken down with the malfunctioning primary tubing. New primary tubing placed for patient infusion.